Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. The patient was brought into clinic on (B)(6) 2018 and the device was reprogrammed. The patient was doing well.